Event description:
The st. Jude medical representative reported that at initial interrogation, the ICD presented in a hardware vvi reset. The patient came to the clinic for regular follow-up. The sjm technical services recommends explanting the device as the ICD can not be reprogrammed. The patient will be admitted and remote monitoring and support will be provided. The ICD remains implanted.